Manufacturer narrative:
The device has not been returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report: 2029214-2016-01039 2029214-2016-01040.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the left internal carotid artery the proximal segment of two pipelines did not open in the vascularture curve. It was reported that first pipeline (ped-425-20) was attempted and more than 50 % of the device was deployed when it failed to open. The pipeline was resheathed less than two times and removed with the microcatheter. A second pipeline (ped-400-20) was then attempted and the same problem was encountered. The pipeline was again removed with the microcatheter and a new pipeline was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The pipeline flex pushwire and microcatheter were returned without the pipeline braid. The reason the pipeline braid was not returned was not provided. The pipeline flex pushwire was observed to be outside of the microcatheter. The pushwire was observed bent. The catheter was kinked. No other anomalies were observed. Based on the customer¿s photos and the reported event details, the customer¿s report of ¿failure/incomplete open proximal (flex)¿ was confirmed. The pipeline braid was not returned for evaluation; therefore any contributing factors from the pipeline braid could not be assessed. During device analysis, damages were observed on the returned pipeline flex pushwire (bending), and the returned catheter was kinked. However, the cause for the damage could not be determined. We are unable to definitively determine the cause for the reported experience, however it is possible that the patient¿s severe vessel tortuosity (bend) may have contributed to the reported issue. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.